Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that the cable was faulty because water entered from the cut on the cable. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up ((B)(4)).

Event description:
Additional information received stated the device malfunction occurred during a therapeutic lithotripsy with laser. There was a delay of 30 minutes and the device was replaced by the components of another operating room that were not needed that day. The patient was under general anesthesia. There were no extension of the procedure which the user considers to be a serious deterioration in the state of health of any person to which this medical device could have been a contributory cause and the intended procedure was completed. No other devices were involved in this event. No death, injury including infection in patients or health care professional occurred.

Event description:
The customer reported to olympus that when moving the cable (intermittent fault detected) on the 4k camera head. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a cut in the cable was detected that resulted in no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation, a cut in the cable was detected that resulted in no image. Additional findings were as follows: the optic retention coupler with clips that are deformed and with traces of rust. It is most likely that the cut in the cable could have caused moisture to leak inside the cable, causing the reported event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.